Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a motor stall due to shaft bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained prialt (concentration 1.4 mcg/ml, dose 1.26 mcg/day). Bupivacaine (concentration 21 mg/ml, dose 18.9 mg/day), dilaudid (concentration 5 mg/ml, dose 4.5 mg/day), and clonidine (concentration 175 mcg/ml, dose 157.5 mcg/day). It was reported the patient experienced a motor stall on (B)(6) 2017. The pump logs showed the stall occurred at 13:36 with recovery that same day at 22:21. The physician did a single bolus to see if the pump would recover. The pump did recover, but it stalled again on (B)(6) 2017 at 5:55 and recovered on (B)(6) 2017 at 5:16. There were no environmental/external/patient factors that might have led or contributed to the issue per the representative. The pump was replaced on (B)(6)2017. The issue was resolved at the time of the report. No patient symptoms were reported. The patient status at the time of the report was alive ¿ no injury. The pump¿s estimated early replacement indicator (eri) was 21 months. Patient medical history included arachnoiditis.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork indicated there was a sudden loss of therapy and the patient recovered without sequela. There was no patient injury.